Manufacturer narrative:
02/19/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument was difficult to open. The surgeon converted the procedure to a thoracotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.